Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of dense striations; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was requested and received stating the lens was explanted in secondary procedure and replaced with lens of the same design and power.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during implantation of an intraocular lens (iol) the dense striations on lens were present from the moment of surgery and are traceable to a injector. Additional information was requested and received stating during the routine post-operative examination of patient evidence of dense striations that compromise the optics of the intraocular lens in the central portion were noticed. Because of these striations the best corrected vision of that eye was 20/40 with no other explanation. When reviewing the surgery videos, these striations were present from the moment of surgery and are traceable to the company injector because the plunger was straight and began to cause damage to the optics. Due to the position of the striations the mandatory medical procedure is the explantation of said intraocular lens and the reimplantation with a lens of the same design and power. Additional information was requested and received stating patient is fine but dissatisfied that his vision does not improve from 20/40.